Event description:
The impella guide wire was advanced into the left ventricle and the catheter system was advanced over the wire into the ventricle and positioned. The impella left ventricular assistive device was ramped up to p4, but flows were registering in the 0.2 range. After trouble shooting which included repositioning of the catheter the decision was made then to completely remove the impella device. After the device was removed, it was tested outside the body, where it was submerged in water and again ramped to p4, but the catheter registered 0.2 flow.